Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the display screen was dim and discolored. Unrelated to the display screen, the keypad was peeling off near the ok button, but all of the buttons were still responsive and there was no contamination on the contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2016.